Manufacturer narrative:
The pump was monitored and no blank display occurred. The pump passed the operating currents. There was no unexpected low battery alarms noted, and no anomaly and or damage found on the electronic boards. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the device went blank, and after changing out the battery they received failed battery test. The customer's blood glucose level was 417mg/dl. The customer treated the high with the pump. The customer states they have had multiple occurrences with the blank display. The customer requested the pump be replaced. The customer was advised the pump would be replaced and returned for analysis.